Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: p1501dr implantable pacemaker, (B)(6) 2007; 5076-52 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an elevated threshold since implant. It was also reported that the physician was unable to reposition the lead so the lead was capped and replaced. No patient complications have been reported as a result of this event.